Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a clot formed at the lead site and the patient developed partial paralysis of her lower extremities. The device was explanted and the patient is recovering in the ICU. There have been no reports of further complications regarding this event.